Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaws was not functioning (not opening/closing/moving). The procedure was completed with no reported patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and operated on an in-house system, where it passed the recognition and engagement tests. It moved intuitively with a full range of motion in all directions, and the grips opened and closed properly multiple times, successfully passing the grip test. The bipolar energy cord was connected to an in-house integrated electrosurgical unit (iesu) or erbe generator and was correctly recognized as an energy device. The instrument also passed the electrical continuity test. The instrument was fully functional, and no product issue was identified.